Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined the label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a slow flow supply alarm, which occurred on the homechoice (hc) during use, during dwell 1 of 5. The caregiver (cg) stated that someone from baxter called to get the numbers off the bags but she did not have the numbers. The baxter technical service representative (tsr) asked the cg if the hc alarmed at all. The cg stated yes slow flow supply. The cg stated she just changed the bags out and the hc worked fine then. The tsr had the cg press stop and the cg stated the hc read stopped dwell. The tsr explained the bags could not be disconnected and another bag connected to the same line. The tsr explained the cg could have added a new bag to a line that was not being used. The cg stated she did not have an extra line. The tsr explained the cg would have to end the therapy and start over. The tsr had the cg close the clamps and disconnect the hp and cycle power. The hc alarmed power restored in dwell 1 of 5. The tsr assisted the cg with ending the therapy and getting the set out. The tsr explained the cg would have to start over with all new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and she said they were able to resume therapy after starting over with new supplies. She said the frangible was too small on the bag and she had already discarded it. A lot number had already been provided. She had already discussed with the tsr the proper aseptic procedures for starting over with new supplies. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.